Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted to the united states food and drug administration. The relevant sections of the device history records for (B)(6) were reviewed through the manufacturing execution system (mes) and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. No specific device-related issues were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had right heart failure (rhf) prior to left ventricular assist device (lvad) implant. A device related issue did not cause or contribute to rhf. The patient received ECMO support post-operation to allow for right-sided recovery from surgery. The patient did not experience respiratory failure, and the device operated as expected. The patient was at home and monitored in outpatient setting.

Event description:
It was reported that the patient had an impella 5.5 pre-operation. There was extracorporeal membrane oxygenation (ECMO) support post-operation. A temporary right ventricular assist device (rvad) was placed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.